Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Na.

Event description:
It was reported that on (B)(6) 2019 the patient presented with non-st elevated myocardial infarction (nstemi) therefore the 3.00x12mm xience sierra was implanted. On (B)(6) 2020 the patient was re-admitted with nstemi. Plain old balloon angioplasty (poba) was performed however the final patient outcome is unknown. No additional information was provided.